Event description:
It was reported that a device experienced system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. Eval confirmed unit rec'd inoperable due to reported symptom of "(B)(4) error 105" caused by a failed motor (flex). The failed motor assembly was replaced.